Manufacturer narrative:
(B)(4). S/w 4.11d. Retainer ring = clear. On (B)(6) 2020 the customer alleged the pump damage on the battery tube compartment area. Unit passed the displacement test. Unit received with cracked retainer, fading serial number label and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for physical damage on the battery tube compartment area. Unit passed all required testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.